Event description:
Information received indicates the foot hi/low function is drifting.

Manufacturer narrative:
The technician cleaned both the head and foot hi/low drive assemblies to repair the bed.